Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 6. The programmed fill volume was 140ml and the ultrafiltration reading was 87ml, indicating the home patient (hp) drained 87ml more than their programmed fill volume of 140ml. This information gave a total drain volume of 227ml, which meets iipv criteria. No patient injury or medical intervention was reported. This event is the eighth of 18 events of iipv noted in the patient logs.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab for evaluation. Upon completion of the evaluation a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluation and homechoice (hc) design engineers at deka review of this incident concur that no device failure or malfunction was identified that could have contributed to the 18 iipvs found in the device's event logs. The device met performance specification requirements relative to the issues of iipv. The product analysis lab (pal) evaluation and homechoice (hc) design engineers at deka review of this incident concur that no device failure or malfunction was identified that could have contributed to the 18 iipvs found in the device's event logs. The device met performance specification requirements relative to the issues of iipv. The device has not been previously returned for any issues related to pediatric iipv or timeout during rite. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This is report 8 of 18 related to iipv incidents found in the device's event logs.